Event description:
Report received that pt experienced overdose post surgery. Surgery had been done to fix a catheter kink. Pt received 2000 mcg at intended 520 mcg bolus. One half to one hour later the overdose protocol was requested. Hcp did lumbar puncture and removed 30-40 cc. Pt was on a ventillator for a few hours. Event started at 5 pm and pt was in full recovery at 2 am. Follow up with hcp revealed that surgeon had refilled pump post op and the pump tubing was not factored into the programming session hence pt was overdosed. Pt is doing fine at home now with no sequela.